Event description:
It is reported that the plastic broke off of inserter extractor during use.

Manufacturer narrative:
Evaluation: as returned, the impactor/extractor pad exhibits a fracture emanating from the dovetail joint. This instrument is subject to high impact loads repeatedly, so the cause of failure is normal wear and tear.